Event description:
It was reported that the system 6800 had a poor image with an artifact of a half moon. The artifact made anatomy in the image difficult to discern. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It is strongly suspected that the image intensifier is at fault and causing the malfunction. Currently ge is awaiting a purchase order from the hospital to affect repairs. No further problems are anticipated following replacement of the image intensifier.